Event description:
On 1st march, 2023 getinge became aware of an issue with on of the surgical lights - volista access 600. Based on photographic evidence the paint was peeling from the forks and spring arm and connection between spring arm and fork was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of describe event or problem# field deem required. This is based on the internal evaluation. #b5. Prevoius describe event or problem: on 1st march, 2023 getinge became aware of an issue with on of the surgical lights - volista access 600. Based on photographic evidence the paint was peeling from the forks and spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected describe event or problem: on 1st march, 2023 getinge became aware of an issue with on of the surgical lights - volista access 600. Based on photographic evidence the paint was peeling from the forks and spring arm and connection between spring arm and fork was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Initial reporter was getinge technician. Getinge became aware of an issue with one of the surgical lights - volista access 600. Based on photographic evidence the paint was peeling from the forks and spring arm and connection between spring arm and fork was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment, however there was no harm to patient's health. When reviewing similar reportable events it was confirmed that there was no serious injury or worse reported due to paint peeling on volista in the last 5 years. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate and for the loose connection is very low. Technical evaluation was performed by subject matter experts at maquet sas. As they stated, according to the photographic evidence, 3 defects can be observed: 1 - fracture of the fork extremity (detachment on fork connection) a) cause: before august 2017, the volista light head forks were assembled with tubes glued, coated and painted. After a certain time during use, it is probable that the glued junction may slightly get deformed, resulting in cracks in the coating. All the maquet volista light heads standop and triop manufactured until july 2017 are concerned by the inspection. B) measure undertaken: the sb 115d was sent to ssu and the field safety notice msa-2019-001-iu was sent to the facilities in order to replace the light head fork in case of detection of coating crack. N.b.: the fsn has been sent to the customer but no return from the customer has been recorded. 2 - paint chips on the fork axle. A) cause: the paint chipping was caused by a lack of paint adhesion due to the painting process. Indeed, the surface was too smooth after nitrocarburizing and the paint did not remain adherent overtime for some of the pieces or batches. The volista standop light heads 600 sf/df and 400 sf/df, manufactured between april 2013 and december 2020 are potentially concerned by a lack of paint adhesion due to the painting process. B) measure undertaken: the sb 281b was sent to ssu and the field safety notice msa 605552 was sent to the facilities in order to replace the fork axle in case of paint chipping. 3 - paint chips at the edge of the brake screw: a) cause: repeated shocks have probably damaged the area around the screw. B) measure undertaken: the volista instructions for use IFU 01781 mentions to perform daily inspections before use to prevent any incident: "check that the device has not suffered any impact damage", "check for any chipped or missing paint". We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendations had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with on of the surgical lights - volista access 600. Based on photographic evidence the paint was peeling from the forks and spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone: (B)(6). H3 other text : device not returned to manufacturer.